Event description:
It was reported that iab was inserted through left femoral artery. Difficulty was met when attempting to connect catheter to pump. It was felt to be due to kinking of the connector. Entire catheter was removed and replaced. There was not further difficulty and no associated patient complications.

Event description:
It was reported that iab was inserted through left femoral artery. Difficulty was met when attempting to connect catheter to pump. It was felt to be due to kinking of the connector. Entire catheter was removed and replaced. There was no further difficulty and no associated patient complications.